Event description:
The customer contacted physio-control to report that their device had powered off by itself twice when they used it to monitor a patient. There was patient use associated with the reported event however, there was no negative outcome for the patient.

Manufacturer narrative:
Physio-control evaluated the device and observed from the downloaded electronic patient records, that the device had powered off twice. The device was extensively tested, but the reported issue could not be reproduced. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use.